Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated, that the architect folate controls had shifted upward, and an error code #1120 (calibration failure, fit response too low for cal a) generated after calibrating. This issue was due to instrument contamination. There was no impact to patient management reported.